Event description:
It was reported that during a left peroneal interventional procedure, the rx mini trek failed to cross the heavily calcified and heavily stenosed lesion. Resistance was felt during device removal, and upon removal, the shaft was bent at the distal section and the balloon appeared to be roughed up. The device was removed without intervention and there was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. Additionally, it was reported the mini trek was used in the peroneal artery, which also may have contributed to the reported difficulties. It should be noted the mini trek instructions for use states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. It is likely that as resistance was encountered during advancement in the lesion, the shaft kinked and the balloon bunched, which would further contribute to the resistance during retraction of the catheter. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. In this case, there is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.